Event description:
As reported, two separate, non-cordis .018 guidewires were unable to pass through a 2.5mm x 25cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter. A second 2.5mm x 25cm 150cm saber pta balloon catheter was used but the non-cordis guidewires were unable to pass through this device as well. As a result, neither balloon catheter was inserted into the patient. There was no reported injury to the patient. This was during a procedure to treat lower extremity arteriosclerosis occlusion in which the target lesion was moderately calcified but was not a chronic total occlusion (cto). Both saber pta balloon catheters were stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the devices from their hoop, removing their protective balloon covers, the stylets, or any of the sterile packaging components and the devices were not kinked or damaged in any way prior to use. Neither of the devices were inserted into the patient. The devices were never in an acute bend, and they did not kink during their use. There was no reported damage to the non-cordis .018 guidewires. Both devices will be returned for evaluation. Addendum: pe completion on (B)(6) 2022 revealed a piece of detached inner body polyethylene tucked inside the guide wire lumen of the second 2.5mm x 25cm 150cm saber pta balloon catheter.

Manufacturer narrative:
Complaint conclusion: as reported, two separate, non-cordis .018 guidewires were unable to pass through a 2.5mm x 25cm 150cm saber percutaneous transluminal angioplasty (pta) balloon catheter. A second 2.5mm x 25cm 150cm saber pta balloon catheter was used but the non-cordis guidewires were unable to pass through this device as well. As a result, neither balloon catheter was inserted into the patient. There was no reported injury to the patient. This was during a procedure to treat lower extremity arteriosclerosis occlusion in which the target lesion was moderately calcified but was not a chronic total occlusion (cto). Both saber pta balloon catheters were stored and prepped per the instructions for use (IFU) and maintained negative pressure during preparation. There was no difficulty removing the devices from their hoop, removing their protective balloon covers, the stylets, or any of the sterile packaging components and the devices were not kinked or damaged in any way prior to use. Neither of the devices were inserted into the patient. The devices were never in an acute bend, and they did not kink during their use. There was no reported damage to the non-cordis .018 guidewires. The device was returned for analysis. A non-sterile saber 2.5mm x 25cm 150 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis coiled inside a plastic bag. The mentioned concomitant non-cordis .018 guidewire used in the procedure was not received for evaluation. Per visual analysis, no anomalies were observed on the saber by the naked eye. Gw lumen flushing was intended to be performed; however, the gw lumen flushing could not be achieved. Next, an appropriate .018¿ lab sample guidewire was inserted via tip and vice versa, via hub with unsuccessful results. The guide wire could not pass entirely through the guide wire lumen of the unit. First, the guidewire was introduced via tip and advanced until it stopped at the proximal marker band of the unit, it appears the marker band may be reduced in inner diameter. Secondly, the guidewire was introduced via hub and advanced until it stopped at 106cm from the hub. An obstruction was found at this point. Per microscopic analysis, the guidewire lumen of the unit was cross sectioned/cut at the obstructed area and a piece of detached inner body polyethylene tucked inside the guidewire lumen was observed. The polyethylene material was observed accordioned (zigzag) inside the guidewire lumen. Per dimensional analysis, the accordioned polyethylene material was removed from the guidewire lumen and the unraveled polyethylene measured 1.4cm length. Additionally, per dimensional analysis, the inner body distal tip ID, the inner body ID at hub, the inner body ID at different locations, as well as the inner body ID on balloon proximal, middle, and distal areas were measured according to the specification. The results were found within specification, with exception of measurements taken at inner body ID proximal balloon area and inner body ID tip. A product history record (phr) review of lot 82226769 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen obstructed¿ was confirmed via device analysis for complaint device (00186079-2). The exact cause cannot be determined. During analysis the material noted inside the guidewire lumen was noted to be polyethylene, the same material that is comprised of the guidewire lumen inner body. It is likely the accordioned piece was sheared off at some point due to the interaction of the lining with a sharp object. Several factors are being considered and further investigation is required to find a definitive root cause. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the events reported as further investigation is warranted. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system.¿ the phr review does not suggest a manufacturing related issue; however, product analysis suggests that the event experienced by the needs further investigation to determine root cause. Therefore, an investigation has been initiated.